Event description:
The patient contacted animas on (B)(6) 2013 reporting low blood glucose levels in the 60¿s mg/dl range with decreased alertness after exercising and occasionally after meals related to the insulin sensitivity factor was not set correctly in the pump. The patient confirmed that all of the pump settings were correct and confirmed that the boluses were correct. The patient was advised to discuss with a health care provider what the insulin sensitivity factor setting should be. This report is made based on the allegation that the patient experienced hypoglycemia related to pump settings.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reported low blood glucose event was attributed to the patient requiring changes to the pump insulin sensitivity factor settings and there is no indication of a pump malfunction related to this event. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).